Manufacturer narrative:
(Date received by mfg in follow-up 1 was incorrectly submitted as 01/25/2023 and should have been: 01/16/2024.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has alarm "system over temperature ".

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has alarm "system over temperature " during a routine check and there was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the temperature sensor threaded probe, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.